Manufacturer narrative:
The investigation determined that discordant, higher and lower than expected vitros tsh results were obtained from two different cap proficiency samples tested on two different vitros 5600 integrated systems on two different days. A definitive assignable cause for the discordant vitros tsh cap proficiency sample results could not be determined. The true tsh value for cap samples c-13 and c-14 is unknown, however, the magnitude of bias between the two different testing events could potentially lead to inappropriate medical action if it were to occur with patient samples. Based on historical quality control results, a vitros tsh lot 5730 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5730. There is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the events. Testing of the cap samples outside of their stability period cannot be ruled out as a potential cause of the discordant results. Additionally, storage and handling of the sample cannot also be ruled out as a contributing factor. A definitive assignable cause could not be determined.

Event description:
A customer reported discordant, higher and lower than expected vitros tsh results obtained from two different cap proficiency samples tested on two different vitros 5600 integrated systems on two different days. Instrument j1 results: cap sample c-13 results of 43.079 and 43.288 miu/l when processed on (B)(6) 2018 compared to results of 67.524 and 66.042 miu/l when processed on (B)(6) 2018 cap sample c-14 results of 41.121 and 40.12 miu/l when processed on (B)(6) 2018 compared to results of 65.92 and 67.135 miu/l when processed on (B)(6) 2018 instrument j2 results: cap sample c-13 results of 37.794 and 37.035 miu/l when processed on (B)(6) 2018 compared results of 61.329 and 61.836 miu/l when processed on (B)(6) 2018 cap sample c-14 results of 36.3 and 36.47 miu/l when processed on (B)(6) 2018 compared to results of 61.838 and 62.403 miu/l when processed on (B)(6) 2018 biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant vitros tsh results were obtained from a non-patient fluid, there was no indication that patient samples were affected, however, the investigation could not conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).